Event description:
It was reported that during the implant, there was incorrect sensing on the right ventricular marker channel. When the leads were disconnected from the device, blood was noted in the right ventricular connector port. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Further testing revealed that the grommet was damaged.